Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Set screw marks were observed on the proximal connector and sense a contact pin indicating that the electrode was fully inserted into the header of the s-ICD. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient recieved inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of the t-waves from reduced amplitude. A conditional zone was programmed. One month later the patient received another inappropriate shock from t-wave oversensing. Reprogramming was performed, however the patient received three additional shocks due to oversensing of the t-waves. Subsequently a revision procedure was peformed where the s-ICD and electrode were explanted. No additional adverse patient effects were reported.